Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose due to this issue. The customer continued to use the pump for insulin therapy. Additionally, the customer¿s blood glucose (bg) was high due to the customer consuming too many sweets. Bg was corrected with a bolus via the insulin pump. Upon follow up, it was reported the issue was resolved.